Manufacturer narrative:
Citation: ghatnekar n et al. Bridging the gap: a novel treatment approach to severe paraprosthetic avr in a marfan patient utilizing an amplatzer vascular plug prior to repeat tavr. J am coll cardiol. 2020 mar, 75 (11_supplement_1) 3428. Presented on march 30, 2020. Doi: not available. The conference presentation abstract pdf was attached to the report. (B)(6) 2006 (year valid) was used for date of event because the conference presentation abstract identified 2006 as the time frame in which the hancock ii was explanted. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a conference presentation case report regarding a male patient with a medical history of marfan syndrome, aortopathy, and previous surgical aortic valve replacement with a non-medtronic surgical valve who underwent repeat aortic valve replacement with a medtronic hancock ii surgical aortic valve (serial number not provided). Fourteen years later, the hancock ii was explanted and replaced with a 27 mm non-medtronic surgical valve for an undisclosed reason. No additional adverse patient effects or product performance issues were reported.